Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that when the patient stood up straight, leaned back, or if she sat with pressure near the leads it shot electrical shocks down the right leg. The patient reported that this had occurred almost from the beginning. There were no falls/trauma reported that could have been related to this issue. The patient was redirected to a healthcare professional to check the ins and leads. The doctor was to check the lead position, but he wanted the patient to contact a manufacturer representative (rep) for a programming adjustment to see if that would correct the issue that was happening. Additional information received from a rep noted that she would connect with the doctor¿s office regarding the patient.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer's representative (rep) on 2017-06-15. The rep reported that they had no further information at this time. The rep reported that they had an appointment scheduled.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.